Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9676 was received for investigation. The reamer ar-9597-20 / batch 022106 was received separately. Visual evaluation revealed that angled reamer had damage on the edges around the device and abrasion marks on the base. Functional testing with the mating part reveals that the device did not rotate freely due to the damage around the device. The most likely cause of this condition was excessive force/friction during use or insertion when the matting metal part was activated.

Event description:
On 04/03/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer was sticking inside the ar-9597-20 angled reamer sleeve. This occurred during a case. No additional information was provided, and additional information has been asked.